Event description:
As reported by our (B)(6) affiliate, a 23mm sapien xt valve was deployed too aortic. Consequently, the valve embolized into the aorta a few hours after the procedure. A second valve and stent graft were deployed. A 23mm sapien xt valve was implanted with nominal volume. Due to the patient¿s severe sigmoid septum, the xt valve was implanted 90:10 aortic/ventricular. After discussion with the proctor, a valve in valve was considered. However, since the echo showed that the sapien xt valve was anchored in the calcification and no paravalvular leak (pvl) was observed, it was decided to finish the procedure without any further treatment. A tte was performed when the patient entered the ICU and no changes in the position of the xt valve were observed. Approximately 8 hours post procedure, the patient¿s hemodynamic status was good, but it was found on the x-ray performed that the sapien xt valve had migrated to the ascending aorta. Therefore, a wire was crossed through the xt valve in an attempt to move the xt valve towards the descending aorta, but the valve got stuck in the aortic arch due to severe tortuosity. The sapien xt valve then turned upside down, so a stent graft was implanted in the aortic arch to hold the xt valve in place. A 2nd 23mm sapien xt valve was then deployed with nominal volume with trivial pvl. On the following day the patient was extubated and was hemodynamically stable. The physician stated that regarding the valve migration, a valve in valve should have been performed during the 1st tavr procedure. The native aortic annulus measured 18.7mm with mild calcification by tee. The patient had an ejection fraction of 69%.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too-aortic valve position post deployment with subsequent embolization to the ascending aorta appears to be related to patient factors (i.e. Severe sigmoid septum, ejection fraction of 69% and mild aortic valve calcification). There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.